Event description:
The customer states that when the snaplock is snapped in place it obstructs the flow of the medication. Also, when opening the package, the top of the packaging folds in touching the catheter thus breaching sterilization.

Manufacturer narrative:
(B)(4). A lot number was not provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the epidural kit with no relevant findings. Visual inspection could not be performed as no sample was returned for analysis. The customer did provide a photo; however, no root cause could be determined based on the returned photo. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The customer states that when the snaplock is snapped in place it obstructs the flow of the medication. Also, when opening the package, the top of the packaging folds in touching the catheter thus breaching sterilization.